Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the station was on blue screen. The customer reported that the device was unavailable for use, and they managed to get required medication from alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on a blue screen. The field service engineer reimaged the drive, loaded remote services support and antivirus, started the synchronization with the server and confirmed with the customer that issue had been resolved. The system functioned as intended after the field service engineer troubleshot the device.